Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Event description: as reported during a percutaneous nephrolithotomy (pcnl) procedure, the hydrophilic coating of a urostream hydrophilic wire guide sheared off in the needle. The wire guide separated inside the patient and was retrieved using a grasper. The wire guide coating was activated with saline or sterile water. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation - evaluation. A visual inspection of the returned device was conducted. Reviews of instructions for use (IFU) and quality control procedures were also conducted during the investigation. One urostream hydrophilic wire guide was returned without package or label. A visual examination noted there is separation in the jacket close to the distal end of the wire guide. A section of the wire guide jacket has also split and pulled away. A review of manufacturing procedure found controls to be in place to assure functionality and device integrity prior to shipping. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of complaint history records could not be completed due to lack of lot information from the user facility. The evidence from the complaint file and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions end hole size and length of device must be taken into consideration to ensure a proper fit between the wire guide and the procedural device. Manipulation of the wire guide requires appropriate imaging control. Use caution not to force or overmanipulate the wire guide when gaining access. When using the wire guide through a metal cannula or needle, use caution, or damage may occur to the outer coating of the wire guide. A cause for the complaint could not be established, it is not possible rule out procedural factors. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported during a percutaneous nephrolithotomy (pcnl) procedure, the hydrophilic coating of a urostream hydrophilic wire guide sheared off in the needle. The wire guide separated inside the patient and was retrieved using a grasper. The wire guide coating was activated with saline or sterile water. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.